Manufacturer narrative:
Reliability analysis evaluated 8 opened and used infusion sets. Performed hand prime using a new lab reservoir. 7 of 8 infusion sets found occluded at quick release connection septum site, remaining 1 of 8 infusion sets found occluded at p-cap connection. Analysis was unable to confirm occlusion due to customer returned the infusion set opened and used. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that they could not prime with the infusion sets. The customer's blood glucose was 75 mg/dl at the time of incident. The infusion set will be returned for analysis.